Event description:
As reported in the literature article, a sirolimus stent had been implanted in the proximal left anterior descending artery 938 days before death and everolimus stent (promus stent) had been implanted through a side cell into the first diagonal artery using a culotte strategy at 520 days before death. Microcomputed tomography demonstrated a single grade I strut fracture in the sirolimus stent proximally, with no evidence of restenosis.

Manufacturer narrative:
Foerst et al in circumferential strut fracture as a mechanism of ¿crush¿ bifurcation restenosis; am j cardiol. 2013 mar 1;111(5):770-3. Please note that actual implant date is unknown. Complaint conclusion: as reported in the literature article, a sirolimus stent had been implanted in the proximal left anterior descending artery 938 days before death and everolimus stent (promus stent) had been implanted through a side cell into the first diagonal artery using a culotte strategy at 520 days before death. Microcomputed tomography demonstrated a single grade I strut fracture in the sirolimus stent proximally, with no evidence of restenosis. This information was contained in a literature article that outlined the effects of ¿crush¿ stenting in the area of a bifurcation. There is no other information available. The sterile lot numbers for the devices are unknown; therefore, a device history report review could not be performed for either stent. Stent fracture and death are known potential adverse events associated with implanting coronary artery stents and the progression of coronary artery disease. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Stent fracture has been recognized as a potential mechanism of thrombosis and restenosis and may be related to loss of the mechanical scaffolding of the stent as well as to intimal hyperplasia at the site of vessel wall injury. With the very limited information provided it is not possible to determine an exact cause for the reported events, however; procedural factors such as the culotte strategy, may have contributed to the events. There is nothing to suggest that there is a design or manufacturing related; therefore, no corrective action will be taken.